Event description:
Revision surgery due to pain with exchange of the cup, liner and head. The cup position was completely flat and open. No sign of metallosis or infection. All explanted items were kept by patient.